Event description:
The customer contacted zoll technical support regarding an autopulse nxt platform (sn (B)(6)) that experienced multiple issues during clinical use. These included a low-battery condition, which was addressed by replacing the battery during operation, and fault 1290 (fault_analog_motor_over_temp), which was identified post-event through review of the performance report. Additionally, during patient transport on a gurney, after approximately 20 minutes of compressions with a hygiene barrier in place, the customer reported detecting a burning plastic odor. Further observation revealed a friction point where the nxt band (lot # unknown) passes through the band guard of the nxt platform. This interaction caused significant friction, leading to wear and subsequent damage to the nxt band's outer tyvek cover. The patient was confirmed to have been properly secured to the platform using shoulder restraints. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released no safety issue was reported. The customer's complaint of a burning plastic odor during use of the autopulse nxt platform (sn (B)(6)) was not confirmed during functional testing. The burning plastic odor was primarily attributed to residual oil on the motor components, which burned off as the motor temperature increased during operation. The customer's secondary complaint of the nxt platform's low-battery condition and fault 1290 (fault_analog_motor_over_temp), identified post-event through review of the performance report, was confirmed during the review of archived data but not reproduced during functional testing. The customer cleared the fault error, and it was not replicated during functional testing. Based on the archive log review, the platform was used during a treatment session lasting approximately 22 minutes, during which 1,813 compressions were delivered on the reported event date. During the session, alert 120 (alert_analog_motor_temp) was triggered due to an increase in motor temperature. The session subsequently ended due to low battery voltage, as indicated by fault 1160 (fault_vpack_low_batt_volt), confirming the customer's reported low-battery condition. The battery was removed. Within approximately five minutes, a fully charged battery was installed, and the platform was prepared for an additional treatment session. This session lasted approximately two minutes before the motor temperature exceeded the thermal limit of 110°c, resulting in fault 1290. As a result, the compression process stopped, and the yellow alert triangle indicator illuminated. The user attempted to restore operation by powering the platform off and back on. Although the platform resumed operation briefly and delivered several compressions, it stopped again shortly thereafter because the motor temperature continued to exceed the 110°c thermal limit, preventing further operation. It is a safety feature that performed as designed. The high-temperature limit may have resulted from the increased effort by the motor needed to compress a larger patient, combined with a warm, unventilated environment, such as a hygiene barrier in place, which contributed to excess motor heat. The autopulse nxt platform passed preliminary functional testing without any fault or error. The nxt platform was further tested using a medium zoll torso fixture (mztf) with two known-good nxt batteries until discharged, without any faults or errors. Following the service, the autopulse nxt platform passed the run-in and final tests without faults or errors.